Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a severe rash/ infection due to not changing the garments. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses applied nystatin cream for the skin irritation. Follow up indicated that the skin irritation improved.